Event description:
The customer has been receiving intermittent questionable calcium results on their cobas c501 analyzer (serial number (sn) (B)(4)) since (B)(6) 2011. The customer provided patient data for seven patients, of which there was one discrepant result reported outside the laboratory. Repeat testing was performed on a stand alone c501 (B)(4) and issued as a corrected report by the medical director. The patient's initial calcium result was 7.6 mg/dl. The repeat result was 9.6 mg/dl. There were no adverse affects to the patient as a result of this event. There were two visits by the field service representative (fsr). On the first visit, the fsr determined the cause of the event was a fluidics failure due to misadjusted water pressure and dispense levels. He adjusted the gear pump water pressure and rinse mechanism dispense levels. He also cleaned the sample probe. The customer performed calibration and quality control with all results within range. Precision check results were repeatable. On the second visit, the fsr determined the fluid system valve assembly membrane was worn. He replaced the sample probe, valve assembly, and valve block. Customer performed calibration and quality control with passing results. Mechanism checks on the instrument were verified to manufacturer's specification.

Manufacturer narrative:
No specific root cause could be determined. The field service representative replacement parts seem to have fixed the issue. It is possible water contamination contributed to this event. The customer confirmed that no patients were adversely affected.